Event description:
It was reported that the lead exhibited less than 200 ohms impedance with a threshold that was trending downward. Clavicular crush was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead had sustained clavicular crush at 25.5 cm from the pin. The distal insulation was damaged through at the crush location.